Event description:
(B)(4). Date of event: (B)(6) 2011. According to the information received, a balloon burst on a foley catheter. The catheter was removed 1 day after indwelling. No part of the balloon was missing after withdrawal.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.